Event description:
A hospital in (B)(6) reported via our distributor that they found leakage around the water feedset tube, just below the spike adaptor of an mr290 autofeed humidification chamber. No patient consequence was reported.

Manufacturer narrative:
Method: the device was not received for evaluation as the hospital had discarded it. An attempt was made to obtain further information but this was unsuccessful. Results: a lot check could not be performed as no lot number was provided. Conclusion: without the return of the complaint device it is not possible to reasonably confirm the failure mode or determine cause. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset would be identified during this process. Any leak must therefore have occurred post production. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."